Event description:
The complaint is reported as: "stylet was stuck in ett, when stylet was removed, the ett dislodged and had to be taken out and infant had to be re-intubated." No patient injury or harm reported. A delay in therapy was reported.

Manufacturer narrative:
(B)(4). It was reported by the customer that the lot number of the product involved in the event was not known; therefore, they returned one representative sample from two different lot numbers (73h1900502 and 73c2000281). The customer returned two units stylet, soft tip, 6 fr for investigation. Two representative samples were sent in their original packaging, the actual sample was not returned. The two returned samples were examined with and without magnification. Visual examination revealed that the samples appeared typical. Dimensional inspection was performed on the two representative samples. A meter stick was used to measure the length and width of the samples. A caliper was used to measure the outer diameter of the samples. The specification for length is 10 15/16" +/- 1/8". The returned samples had recorded lengths of 11" and 10 15/16", which is within the specification. The specification for width is max 7/8". The returned samples had recorded widths of 11/16" and 3/4", which is within the specification. The specification for outer diameter is 0.078" +/- 0.003" prior to the metal stylet being inserted (size 6fr is equivalent to 0.0787"). The returned samples had recorded outer diameters of 0.079" and 0.0795", which is within the specification. The distance between the outer coating and the inner metal stylet was also measured. The specification for this distance is 7/16" +1/16" -1/8". The returned samples had recorded distances of 5/16" and 5/16", which is within the specification. All measurements taken w ere found to be within the specifications of the product drawings. No issues were found with the returned samples. There is no IFU specifically for this product. The product is mentioned in an IFU for et tubes, and states "if intubating with a stylet, the following step must be taken: prior to intubation and after firmly inserting the 15 mm connector in the tube, assure that the stylet, when fully inserted, does not protrude from a murphy eye or protrude beyond the patient end of the tube." The reported complaint of "stylet sticking to et tube" could not be confirmed based upon the samples received. Two representative samples were returned in their original packaging. The actual sample was not returned. Upon dimensional inspection, the samples were measured against product drawing specifications for length, width, and outer diameter. Both representative samples met all required specifications. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No issues were observed with the returned samples. However, since the actual sample was not returned, a root cause could not be determined for this complaint issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "stylet was stuck in ett, when stylet was removed, the ett dislodged and had to be taken out and infant had to be re-intubated." No patient injury or harm reported. A delay in therapy was reported.